Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with syncope in the emergency room. The patient had induced vt due to pacing from a cap confirm test. Programming changes were made. No further information is available.